Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis could not be confirmed, but progression of disease may be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(4) clinical trial, the patient¿s 1 year echo showed moderate stenosis (peak gradient 72 mmhg and mean gradient of 44 mmhg). Thickened aortic valve leaflets were initially observed on tee approximately 1 year post tavr procedure. The patient was admitted with chf with sob, le edema and cp. The patient was diuresed and discharged that night. The patient¿s 1 year echo in medidata showed a peak gradient 78.92 mmhg, a mean gradient of 46.17 mmhg, no pvl and no cai. The patient¿s 30 day echo in medidata showed a peak gradient 49.15mmhg, a mean gradient of 30.56 mmhg, an aov area of 1.23cm2, no pvl and no cai. According to the hospital records, the patient¿s echo approximately 1 year post implant showed a peak gradient 72 mmhg, a mean gradient of 44 mmhg, aov area of 1.2 cm2, no pvl and no cai. The patient¿s echo approximately 1 year and 2 months year post implant showed the stenosis had worsened, with a peak gradient 77 mmhg, a mean gradient of 47 mmhg, aov area of 0.77 cm2, no pvl and trace cai.